Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, our technician confirmed that the insertion flexible tube buckled; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. In this case it could not be denied that the bending rubber falls occurred in the human body. Therefore, based on the technical report ""hr-rpt-0581(bending rubber)"" and/or the risk analysis results, it was evaluated to submit MDR.